Event description:
The following incident info was reported to mvi, inc via maude event report (foi) by us mail from the FDA (B)(4). No other incident info or pt identification was provided. We are reporting as an adverse event occurred.

Manufacturer narrative:
Device #2: brand name - hydroframe 10 coil (hes,3 of 3 coils), lot #120829hs, expiration date: 08/29/2017. Sample analysis: an eval of the actual complaint samples could not be performed as they were not returned for eval. The user did not indicate the mvi coil(s) were the cause of the incident. The devices in complaint do not appear to be the cause of the incident. The root cause of this complaint cannot be determined. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances.